Manufacturer narrative:
(B)(4). We are in the process of obtaining the complaint (B)(4) adult dual heated evaqua2 breathing circuit to determine if it caused or contributed to the reported event. We will submit a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an rt380 adult dual heated evaqua2 breathing circuit had cracked at the 'y' connector after 5 days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the actual complaint rt380 adult dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (fph) for investigation. However, a sealed rt380 adult breathing circuit kit, with lot number 2100000638, was returned instead. The returned breathing circuit was visually inspected. Results: no damage was found to the returned breathing circuit. Conclusion: no fault was found with the returned sealed rt380 adult breathing circuit. We were unable to determine what may have caused the fault reported by the hospital as the actual complaint device was not returned to us for investigation. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported that an rt380 adult dual heated evaqua2 breathing circuit had cracked at the 'y' connector after 5 days of use. No patient consequence was reported.